Event description:
A customer reported that during a surgical procedure, the device was leaking pressure. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
A customer reported that during a surgical procedure, the device was leaking pressure. The user facility was not able to provide any further information regarding the reported event.